Manufacturer narrative:
Additional information: d9, h3 and h6. H10: the device was received for evaluation. During visual inspection, the male luer lock was observed separated from the tubing. All components were correctly placed and according to specification. The solvent wet met product specifications. Furthermore, pull testing was completed with no separation detected. Due to the nature of the condition, no additional test could be performed to the defective. The reported condition was verified. However, the cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a one-link non-dehp y-type microbore catheter extension set separated. During d5 half normal saline (at 10ml/hour), the tubing attached to the ¿bifuse came apart with one cap becoming disconnected from the tubing¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.